Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis with the outer member at the guide wire exit notch torn. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the 80% stenosed, moderately tortuous, mid marginal coronary artery. A bmw guide wire was placed and an attempt was made to advance a 2.5x15mm xience prime stent delivery system (sds). The sds couldn't reach the lesion, even though the lesion was only mildly tortuous. Many attempts were made, but the sds would not cross the lesion. The patient was already on dual antiplatelet therapy and so the lesion was not stented and remained 80% stenosed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis indicates there was a torn guide wire exit notch.